Manufacturer narrative:
The device is currently under evaluation. A follow-up report will be submitted upon completion of the evaluation. There was no patient injury related to this incident.

Event description:
The line was constantly alarming and several dressing changes have been done to rule out external kinking of the line that was thought to be the cause of the occlusion. On removal, found that the purple sleeve had separated from the hub and is no longer protecting the catheter inside the hub. End user believes this has caused the occlusion. End user has seen this occurrence on other bd l-cath 1.9 fr. And therefore is not an isolated case. ¿a peripheral IV line was inserted to run the patient¿s current fluids as he was not full feeds yet¿.

Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. One catheter was returned for review and it was confirmed that the purple strain relief was separated from the hub. The catheter was leak tested and no issues were observed. It was noted that the catheter appeared to be stretched which would allow the strain relief to slide out of the hub. It was determined that this issue most likely occurred in the user environment due to an excessive amount of tensile force applied to the catheter, which caused the strain relief to slide out of position. The production area supervisor was made aware of this complaint and shown the sample.